Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿ blood collection tubes, the patient's potassium reading is off and different than what the samples and doctor¿s office provides. No adverse impact was reported regarding the patient or user.